Manufacturer narrative:
Device analysis: product analysis confirmed a pump functional test failure related to deflation. Visual inspection of the pump identified a misaligned deflation ball as the most probable cause of this failure and the reported events. This misalignment is indicative of an improper filling technique. As stated in the operating room manual ams 700 ms pump (92162622, rev. B), to avoid damaging the pump, dont inject fluid into the reservoir line of the pump using a syringe. Injecting filling solution into the ms pump using a syringe can elevate the pressure on the reservoir side of the ms pump and result in a misalignment of the internal components which control the ms pump deflation mechanism and therefore render the pump inoperable. The investigation conclusion code of failure to follow instructions was chosen as the damage observed can be traced to the user not following the manufacturers instructions. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during the implant procedure the pump would not deflate with an inflatable penile prosthesis (ipp). The ipp cylinder/pump pre-connect was not implanted and a new cylinder/pump pre-connect was implanted. Additional information was reported that the physician alleges faulty pump and valve issues that caused the pump to not deflate.

Manufacturer narrative:
Correction/additional information: b5. Device analysis: product analysis confirmed a pump functional test failure related to deflation. Visual inspection of the pump identified a misaligned deflation ball as the most probable cause of this failure and the reported events. This misalignment is indicative of an improper filling technique. As stated in the operating room manual ams 700 ms pump (92162622, rev. B), to avoid damaging the pump, dont inject fluid into the reservoir line of the pump using a syringe. Injecting filling solution into the ms pump using a syringe can elevate the pressure on the reservoir side of the ms pump and result in a misalignment of the internal components which control the ms pump deflation mechanism and therefore render the pump inoperable. The investigation conclusion code of failure to follow instructions was chosen as the damage observed can be traced to the user not following the manufacturers instructions. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during the implant procedure the pump would not deflate with an inflatable penile prosthesis (ipp). The ipp cylinder/pump pre-connect was not implanted and a new cylinder/pump pre-connect was implanted. Additional information was reported that the physician alleges faulty pump and valve issues that caused the pump to not deflate. Additional information was reported that the event occurred when the patient returned for device activation on (B)(6) 2019 following the implant procedure that occurred on (B)(6) 2019. The physician nor patient could not deflate the device; both cylinder would not deflate. On (B)(6) 2019 the patient underwent a revision procedure and only the pump was explanted and replaced; and the malfunction did not occur during the implant procedure.